Event description:
It was reported to the philips that co2 pump of the device failed to start. No patient involvement reported.

Manufacturer narrative:
It was reported to the philips that co2 pump of the device failed to start. There is no patient involvement. The bench technician evaluated the device and confirmed the co2 module would not start to pump. The device needs a co2 module. Upon conclusion of the evaluation, it was determined that the co2 module requires replacement. A quote has been sent to customer for the co2 module replacement. The device after servicing and testing will be returned to the customer. No further evaluation around the co2 module. Is warranted at this time.